Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. When the system was retracted at a 40-degree angle, it was found that the guidewire loop could not be dragged to change the color of the indicator window, which never changed from ¿black and white¿ to ¿black and black¿. Hemostasis was achieved using compression. No patient injury was reported. The procedure was performed using a retrograde approach. The physician had used the vcd for many years and was skilled in the procedure. There were no obvious signs of device or package damage prior to use. The vcd was used with a 6f11cm unknown sheath. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The plug deployment button could not be fully depressed. The plug did not come off the exoseal vcd unit after it was removed from the patient. The exoseal vcd was used in an interventional procedure and was stored and prepped according to the instructions for use (IFU). The physician had certification for using the exoseal vcd, with over 3 years of experience and more than 1,000 exoseal devices used. There was no visible damage to the indicator wire prior to use. During retraction, the indicator window of the exoseal device was facing up, but it did not change when the device was removed at a 45° angle. When the device was removed from the patient, no damage to the indicator wire loop was noted. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. When the system was retracted at a 40-degree angle, it was found that the guidewire loop could not be dragged to change the color of the indicator window, which never changed from ¿black and white¿ to ¿black and black¿. Hemostasis was achieved using compression. No patient injury was reported. The procedure was performed using a retrograde approach. The physician had used the vcd for many years and was skilled in the procedure. There were no obvious signs of device or package damage prior to use. The vcd was used with a 6f 11cm unknown sheath. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The plug deployment button could not be fully depressed. The plug did not come off the exoseal vcd unit after it was removed from the patient. The exoseal vcd was used in an interventional procedure and was stored and prepped according to the instructions for use (IFU). The physician had certification for using the exoseal vcd, with over 3 years of experience and more than 1,000 exoseal devices used. There was no visible damage to the indicator wire prior to use. During retraction, the indicator window of the exoseal device was facing up, but it did not change when the device was removed at a 45° angle. When the device was removed from the patient, no damage to the indicator wire loop was noted. One non-sterile 6f exoseal vascular closure device was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, the indicator window was received in the black/white position. No additional anomalies were observed during this analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position as expected for the device's mechanism. Then, the deployment lever was fully depressed, resulting in the retraction of the indicator wire and expected deployment of the plug. The indicator window transitioned to the black/white/red position as designed. A high magnification evaluation was executed to evaluate the indicator wire. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the functional analysis was performed and successful deployment was achieved with full lever depression. The already deployed loop exhibited no abnormalities. The internal mechanism presented no anomalies. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. When the system was retracted at a 40-degree angle, it was found that the guidewire loop could not be dragged to change the color of the indicator window, which never changed from ¿black and white¿ to ¿black and black¿. No patient injury was reported. The procedure was performed using a retrograde approach. The physician had used the vcd for many years and was skilled in the procedure. There were no obvious signs of device or package damage prior to use. The vcd was used with a 6f11cm unknown sheath. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. The plug deployment button could not be fully depressed. The plug did not come off the exoseal vcd unit after it was removed from the patient. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.